Event description:
The clic absorber 800+ cannister on the anesthesia machine was defective - creating a ventilator leak with potential to harm pt. Problem identified before reaching pt. You are able to look directly down in the cannister and see the white material.